Manufacturer narrative:
The customer replaced coulter dxh diluent lot number 3510690 with another coulter dxh diluent lot number on unicel dxh 800 coulter cellular analysis system, serial number (B)(4). The platelet background counts were within acceptable limits. (B)(4). This MDR is related to MDR 1061932-2014-02295 for the same issue with the second unicel dxh 800 coulter cellular analysis system, serial number (B)(4), in the same customer facility.

Event description:
The customer reported platelet background high failures on two unicel dxh 800 coulter cellular analysis systems in their laboratory when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.